Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the brush head fell apart, there were small screws inside that flew out. No injury was reported.

Manufacturer narrative:
22-jan-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer called stating the brush head fell apart, there were small screws inside that flew out. No injury was reported.